Event description:
It was reported that the pulse generator exhibited multiple noise reversion episodes and noise in both channels. The noise could be reproduced with isometrics. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
(B)(4).